Manufacturer narrative:
(B)(4). Concomitant product(s): a 11-300817, arcos 17x150mm spl tpr dist, 835840; 12-115111, cer bioloxd mod hd 28mm +3 nk, 506160; 11-301305, arcos con sz e std 60mm, 390570. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01771, 0001825034 - 2018 - 01773, 0001825034 - 2018 - 01770.

Event description:
It was reported that the patient experienced blood loss of 1200 ml during a stage ii revision procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.